Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer working as intended. The patient underwent an scs system explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.